Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, on a laparoscopic cholecystectomy and breast excision, the thread broke. A new suture was used to resolve the issue. There was no patient injury.